Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of x-rays indicate that tip of the femoral stem is slightly eccentrically positioned and was resolved by the time of the second xray examination. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the femoral stem implant subsided one month post-primary operation. The patient was not revised as it is expected that stem will ingrow at a lower position and stem will stabilize there. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.